Event description:
It was reported that prior to a surgical procedure at the user facility, the device was overheating. There was no associated procedure, no patient impact, no medical intervention, no surgical delay and no adverse consequences reported.